Manufacturer narrative:
H2) correction: h6: a code a1601 (device alarm system) corrected to a140802 (failure to infuse). E1 updated. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The most likely/ suspected cause of the customer reported problem was improper handling. Service history review identified the device was last serviced (B)(6) 2016, for an issue related to "syringe port/screen damage.". The manufacturer representative replaced the motor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement. There was no physical damage reported.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.